Event description:
No event was reported. The pump was replaced for "battery depletion". Pt recovered without sequelae. The drugs infused were dilaudid and baclofen.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed s2 battery resistance high: battery electrical resistance exceeds specification.